Event description:
It was reported that the site could not establish communication with the pt's generator. Reporter stated that they got an error message that said "failure to establish communication". Troubleshooting was performed, but the problem persisted. Product was returned to the MFR and underwent analysis. During the analysis, it was identified that the handheld was unable to communicate due to a damaged serial cable. Visual analysis identified that the data receive wire was no longer soldered to the (B) (4) connector plug pcb. Once the wire was resoldered, the serial cable was able to establish communication between the handheld and wand. No further anomalies were noted during testing.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.